Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 3006705815-2019-02876. It was reported that the patient was not getting adequate therapy. As a result, surgical intervention may occur.

Event description:
It was reported that the lead was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.